Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, on power up the device failed self-test for defib and displayed a "system check failed" message. Complainant indicated that during subsequent testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunctions were not replicated or confirmed. The device was put through extensive testing without duplicating the malfunctions. The device was recertified and returned to the customer. The device history log was deleted by the customer prior to the device returning to zoll for evaluation. No trend is associated with reports of this type.